Event description:
It was reported that since 2002 the telemetry measurements have shown climbing impedances. Results from 2003 revealed 3 different hi impedances. 3 months later there were again other climbing impedances. Telemetry performed by a med-el rep the following month showed 3 channels on hi while climbing values were present on 3 other channels. Pt's programming is unstable as different channels have to be deactivated depending on telemetry results. Parents reports a decline in pt's performance.